Event description:
The customer reported that the device backup battery is not charging. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The customer reported the ventilator would operate on ac power but the backup battery would not hold a charge. The manufacturers field service engineer (fse) reported the ventilator failed the backup battery test. The customer declined replacement of the battery due to cost. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.